Event description:
Patient's feet were both burned by a device that concentrated heat in the center of his foot, unlike similar FDA approved devices that provide board heat application. The device is a vibrating/heat providing/foot massager identified in advertising materials as 1- the foot choice, or 2-health world vibrating massager. Their representative states, that the product is manufactured by co of a foreign country and that the middleman in the distribution chain is another co of a foreign country.